Event description:
It was reported the haptic on the intraocular lens bent as it was being implanted. The incision was enlarged and the iol removed without complication, stitches were not required.

Manufacturer narrative:
The iol was discarded by the end user and not returned to the manufacturer for analysis. The relationship between the device and the adverse event was not determined. The lens met all specifications prior to release. While we were unable to determine the cause of this event, we do not believe it is manufacturing related.